Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 4.201 mg/day and 5.0 mg/ml bupivacaine at 2.1006 mg/day via an implantable pump for non-malignant pain. It was reported that the critical alarm was sounding on the pump and the patient had not been feeling well for seven days. The patient had nausea, diarrhea, chills, and did not feel well. The pump was interrogated and a motor stall had occurred on (B)(6) 2019. It was not known what factors may have led or contributed to the issue. The physician was contacted and the patient was scheduled to have a pump replacement using a competitor's pump on (B)(6) 2019. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.